Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. We were unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump returned without communication. The customer's blood glucose was unknown. The device will be returned for analysis.